Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced discomfort in the left side of their chest. The right ventricular (rv) lead had dislodged. It was noted that there were high thresholds on the rv lead. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.